Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided, therefore, review of the manufacturing records could not be completed. The exact model number was not provided; therefore, the PMA/510(k) number could not be correctly identified.

Event description:
This was a percutaneous transfemoral procedure. Right femoral access was obtained following preclose with 2 perclose proglides. The patient had a pre-existing left bundle branch block and when a swan-ganz catheter was passed into the pulmonary artery, the patient developed complete heart block and required pacing throughout the remainder of the procedure and she was transferred to the ICU with a temporary pacemaker in place and received a dual chamber pacemaker on (B)(6) (post-implant day 1). Sapien implant was uneventful. During sheath removal, a dissection was noted in the proximal right common iliac artery. The artery was closed with the perclose sutures and the patient was transferred to the ICU in stable condition. The device was discarded and model number is unknown.